Event description:
This report is based on information provided by remote service engineer rse and is currently under investigation by the philips complaint handling team. Philips received a complaint on the tempus ic2 indicating the monitor is unresponsive, not reading vitals. There was no impact to the patient and no harm was reported.

Manufacturer narrative:
This correction report is sent to correct catalog item identifier and UDI.

Event description:
This report is based on information provided by remote service engineer rse and has been investigated by the philips complaint handling team. Philips received a complaint on the tempus ic2 indicating the monitor is unresponsive, not reading vitals. There was no impact to the patient and no harm was reported.